Manufacturer narrative:
The patient's dob or age at time of event, weight, ethnicity, and race are unknown. Attempts to obtain the information has not been successful. During inflation, the balloon ruptured below rbp. Recurrence of this malfunction could result in a flow limiting dissection or perforation. No patient injury reported. This MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. Attempts to obtain the information has not been successful. Visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with warm water, the balloon was pressurized at less than 2 atm and a leak was observed. Under microscopic inspection, a longitudinal tear was noted along the proximal portion of the balloon. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used in a severely calcified and moderately tortuous mid sfa. During inflation at 12 atm, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.